Manufacturer narrative:
A ge service representative performed an onsite investigation. The external interface pcb was evaluated and replaced. The system was tested and found to be working as intended and return to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposure and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.